Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of rayner intraocular lens (iol). The event description provided states, "I had to use both lenses for (patient name) as the implant became stuck in the injector when most of it was in the eye. The trailing foot became wedged in the injector tip and broke on attempted removal." For further info please refer to rayner intraocular lenses limited's MDR report 961165-2013-00091.